Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp micro-volume extension set leaked from the junction filter. It was further reported as "leaking seemed to occur around the vent on the filter". The events occurred during the infusion of mycophenolate mofetil (mmf), promethazine, and hydrocortisone. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.